Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that almost 6 months after the dental implant was installed in intraoral region #19 it was verified its nonosseointegration. A 60 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.